Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the controller log files revealed multiple low flow alarms logged since (B)(6) 2016. Multiple high watt alarms were logged from (B)(6) 2016, confirming the reported high-power event on (B)(6) 2016. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, kink in outflow graft, poor vad filling. Based on risk documentation, high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2016 patient developed chest wall bleeding that was due to right ventricle. On (B)(6) 2016 developed positive blood culture with line sepsis infection and a pulmonary infection which was bacterial in nature and received drug therapy intervention via intravenous (IV). On (B)(6) 2016 patient had a tracheotomy due to issues with his respirations. On (B)(6) 2016 patient was stated to have developed pulmonary infection, bacterial in nature and received drug therapy IV. On (B)(6) 2016 patient developed upper gastrointestinal (gi) bleeding and required one unit of packed red blood cell (prbc) on (B)(6) 2016. On (B)(6) 2016 patient was stated to have slow increase in watts and flows and an increase in (ldh). Patient was stated to also have hemolysis present with abnormal pump parameters. Patient was stated to have received intravenous thrombolytic. There was no confirmation of thrombus and it was stated that contributing factors were sub therapeutic anticoagulation and prothrombotic states. On (B)(6) 2016 patient developed a sacral pressure ulcer which got infected and it was stated that it was bacterial in nature and received IV drug therapy. Patient had a reoperation for bleeding and/or tamponade greater than (>) 48 hours and surgical drainage of pericardial effusion. Patient was also had reintubation due to respiratory failure and received dialysis and an endoscopy performed patient was stated to have been discharged on (B)(6) 2016 and sent home to residential setting. No additional information available.